Event description:
N/a

Manufacturer narrative:
Bactiseal peritoneal catheter (ns0339) was not returned for evaluation but an photo was provided. X-ray were provided showing that the catheters were found on the x-rays. This catheter only has a radiopaque striped line and is not completely radiopaque. This is the reason why it cannot be seen very well. Furthermore, for this kind of catheter, the visibility on x-rays depends on the striped line orientation. The root cause for the issue reported by the customer, could be due to the surgeon not being used to this product as this catheter only has a radiopaque striped line and the catheter is not completely radiopaque.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal barium peritoneal catheter (ID: (B)(4)) was not seen under x-ray by surgeon and technicians. Several c arms and a digital x-ray were used, but had no success. There was a surgical delay for more than 30 minutes. The patient is in good condition.